Manufacturer narrative:
Eval summary: no products or x-rays were returned for eval. The pt's reported fall may have caused the failure. The zimmer "coonrad/morrey total elbow" booklet included with the implant states that the pt must not lift more than five pounds with the operated arm. A fall as described in the per could easily apply more than five pounds to the operated arm. However with the info provided an exact cause cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the pt recently fell and damaged the elbow bushing. The pin is protruding from the locking slot.